Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("heavy prolonged bleeding") in an adult female patient who had essure (batch no. 804948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), infection ("infection"), migraine ("migraines"), inflammation ("inflammation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and swelling ("swelling"). The patient was treated with surgery (surgery to remove the essure implant / hysterectomy (partial) and salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal distension, abdominal pain lower, infection, migraine, inflammation, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, vaginal discharge and swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, inflammation, menorrhagia, migraine, pelvic pain, swelling, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, vaginal discharge, swelling" were added. Lot number was added. Product implant and explant date was updated. Surgical treatment was added for genital bleeding. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("possible perforation of the uterus / essure penetrating the uterus in both sides on the right and the left and causing damage"), device dislocation ("device migration / essure had moved"), endometritis ("severe chronic inflammation in the corneal areas on both sides of the uterus, right and left, with severe endometritis at the level of the fundus."), salpingitis ("chronic inflammation surrounding areas at the level of the isthmic and interstitial area of the fallopian tubes.") And genital haemorrhage ("heavy prolonged bleeding") in a 34-year-old female patient who had essure (batch no. 804948-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis and ovarian cancer. Concurrent conditions included uterine bleeding, loss of libido, sexual dysfunction, menometrorrhagia, gastrointestinal discomfort, anesthesia, infection, ovarian neoplasm and uterine fibroid. In 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems , condition: anxiety"), depression ("psychological or psychiatric problems , condition: depression") and abdominal pain ("pain abd"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), abdominal pain lower ("cramping"), infection ("infection"), migraine ("migraines"), inflammation ("inflammation"), swelling ("swelling") and ovarian enlargement ("ovaries that were swollen"). The patient was treated with surgery (surgery to remove the essure implant / hysterectomy (full) and salpingectomy.),surgery (hysteroscopy,d&c endocervical curettage, and endometrial curettage/hysterectomy (full)), and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, endometritis, salpingitis, abdominal distension, abdominal pain lower, infection, migraine, inflammation, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, anxiety, depression, abdominal pain and ovarian enlargement outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, alopecia, vaginal discharge and swelling had resolved. The reporter provided no causality assessment for endometritis and salpingitis with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, inflammation, menorrhagia, migraine, ovarian enlargement, pelvic pain, swelling, tooth disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: removal procedure performed- 1. Robotic hysterectomy. 2. Robotic bilateral salpingectomy, 3. Robotic lysis of adhesions and enterolysis. 4. Robotic removal of essure device from inside the uterus on both sides, the left side and also on the right side. 5. The grey portion of the essure device placed inside the uterus, left side more than the right side. Also, removal of the left ovarian cyst, approximately 5 cm x 5 cm x3 cm. Findings: consistent with severe inflammation in both corneal areas of the uterus on the right and the left, secondary to the essure device for permanent sterilization. The tip of the essure on both sides, right and left, are producing severe chronic inflammation in the corneal areas on both sides of the uterus, right and left, with severe endometritis at the level of the fundus of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2014 essure confirmation test should everything when fine and I wouldn't need to do anything else. On (B)(6) 2014 tubal occlusion should bilateral tubal occlusion devices with bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia, menorrhagia, anxiety, depression, genital haemorrhage, vaginal haemorrhage. Described uterine perforation, endometritis and salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- psychological or psychiatric problems condition: anxiety and depression, abdominal pain and ovaries that were swollen. Event tip of the essure penetrating the uterus in both sides on the right and the left and causing damage, endometritis and chronic inflammation surrounding areas at the level of the isthmic and interstitial area of the fallopian tubes were added per mr. Outcome of event swelling, pelvic pain, genital haemorrhage, alopecia, vaginal discharge, dyspareunia update from unknown to recovered / resolved. Onset date of event vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, alopecia were update. Concomitant disease, historical condition, lab data were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("heavy prolonged bleeding") in an adult female patient who had essure (batch no. 804948-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), infection ("infection"), migraine ("migraines"), inflammation ("inflammation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and swelling ("swelling"). The patient was treated with surgery (surgery to remove the essure implant / hysterectomy (partial) and salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal distension, abdominal pain lower, infection, migraine, inflammation, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, vaginal discharge and swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, inflammation, menorrhagia, migraine, pelvic pain, swelling, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('possible perforation of the uterus / essure penetrating the uterus in both sides on the right and the left and causing damage'), device dislocation ('device migration / essure had moved'), endometritis ('severe chronic inflammation in the corneal areas on both sides of the uterus, right and left, with severe endometritis at the level of the fundus.'), salpingitis ('chronic inflammation surrounding areas at the level of the isthmic and interstitial area of the fallopian tubes.') And genital haemorrhage ('heavy prolonged bleeding') in a 34-year-old female patient who had essure (batch no. 804948-inv,b04848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, ovarian cancer, pelvic pain female, uti, chronic abdominal pain, dyspareunia, pelvic adhesions, enterolysis and cyst removal. Concurrent conditions included uterine bleeding, loss of libido, sexual dysfunction, menometrorrhagia, gastrointestinal discomfort, anesthesia, infection, ovarian neoplasm and uterine fibroid. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems , condition: anxiety"), depression ("psychological or psychiatric problems , condition: depression") and abdominal pain ("pain abd"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), abdominal pain lower ("cramping"), infection ("infection"), migraine ("migraines"), inflammation ("inflammation"), swelling ("swelling") and ovarian enlargement ("ovaries that were swollen"). The patient was treated with surgery (ablation, hysteroscopy,d&c endocervical curettage, and endometrial curettage/hysterectomy (full), hysteroscopy,d&c endocervical curettage, and endometrial curettage/hysterectomy (full)&salpingectomy, surgery to remove the essure implant / hysterectomy (full) and salpingectomy, d&c and surgery to remove the essure implant / hysterectomy (full) and salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device dislocation, endometritis, salpingitis, abdominal distension, abdominal pain lower, infection, migraine, inflammation, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, anxiety, depression, abdominal pain and ovarian enlargement outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, alopecia, vaginal discharge and swelling had resolved. The reporter provided no causality assessment for endometritis and salpingitis with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, inflammation, menorrhagia, migraine, ovarian enlargement, pelvic pain, swelling, tooth disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: removal procedure performed- 1. Robotic hysterectomy. 2. Robotic bilateral salpingectomy, 3. Robotic lysis of adhesions and enterolysis. 4. Robotic removal of essure device from inside the uterus on both sides, the left side and also on the right side. 5. The grey portion of the essure device placed inside the uterus, left side more than the right side. Also, removal of the left ovarian cyst, approximately 5 cm x 5 cm x3 cm. Findings: consistent with severe inflammation in both corneal areas of the uterus on the right and the left, secondary to the essure device for permanent sterilization. The tip of the essure on both sides, right and left, are producing severe chronic inflammation in the corneal areas on both sides of the uterus, right and left, with severe endometritis at the level of the fundus of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2014 essure confirmation test should everything when fine and I wouldn't need to do anything else. On (B)(6) 2014 tubal occlusion should bilateral tubal occlusion devices with bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia, menorrhagia, anxiety, depression, genital haemorrhage, vaginal haemorrhage. Described uterine perforation, endometritis and salpingitis. Most recent follow-up information incorporated above includes: on 8-dec-2020: mr received: lot number was updated. Medical history, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('possible perforation of the uterus / essure penetrating the uterus in both sides on the right and the left and causing damage'), device dislocation ('device migration / essure had moved'), endometritis ('severe chronic inflammation in the corneal areas on both sides of the uterus, right and left, with severe endometritis at the level of the fundus.'), salpingitis ('chronic inflammation surrounding areas at the level of the isthmic and interstitial area of the fallopian tubes.') And genital haemorrhage ('heavy prolonged bleeding') in a 34-year-old female patient who had essure (batch no. 804948-inv,b04848-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, ovarian cancer, pelvic pain female, uti, chronic abdominal pain, dyspareunia, pelvic adhesions, enterolysis and cyst removal. Concurrent conditions included uterine bleeding, loss of libido, sexual dysfunction, menometrorrhagia, gastrointestinal discomfort, anesthesia, infection, ovarian neoplasm and uterine fibroid. In 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems , condition: anxiety"), depression ("psychological or psychiatric problems , condition: depression") and abdominal pain ("pain abd"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), abdominal pain lower ("cramping"), infection ("infection"), migraine ("migraines"), inflammation ("inflammation"), swelling ("swelling") and ovarian enlargement ("ovaries that were swollen"). The patient was treated with surgery (ablation, hysteroscopy,d&c endocervical curettage, and endometrial curettage/hysterectomy (full), hysteroscopy,d&c endocervical curettage, and endometrial curettage/hysterectomy (full)&salpingectomy, surgery to remove the essure implant / hysterectomy (full) and salpingectomy, d&c and surgery to remove the essure implant / hysterectomy (full) and salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, endometritis, salpingitis, abdominal distension, abdominal pain lower, infection, migraine, inflammation, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, anxiety, depression, abdominal pain and ovarian enlargement outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, alopecia, vaginal discharge and swelling had resolved. The reporter provided no causality assessment for endometritis and salpingitis with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, inflammation, menorrhagia, migraine, ovarian enlargement, pelvic pain, swelling, tooth disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: removal procedure performed- 1. Robotic hysterectomy. 2. Robotic bilateral salpingectomy, 3. Robotic lysis of adhesions and enterolysis. 4. Robotic removal of essure device from inside the uterus on both sides, the left side and also on the right side. 5. The grey portion of the essure device placed inside the uterus, left side more than the right side. Also, removal of the left ovarian cyst, approximately 5 cm x 5 cm x3 cm. Findings: consistent with severe inflammation in both corneal areas of the uterus on the right and the left, secondary to the essure device for permanent sterilization. The tip of the essure on both sides, right and left, are producing severe chronic inflammation in the corneal areas on both sides of the uterus, right and left, with severe endometritis at the level of the fundus of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2014 essure confirmation test should everything when fine and I wouldn't need to do anything else. On (B)(6) 2014 tubal occlusion should bilateral tubal occlusion devices with bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia, menorrhagia, anxiety, depression, genital haemorrhage, vaginal haemorrhage. Described uterine perforation, endometritis and salpingitis. The lot number reported (804948, b04848) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), infection ("infection"), migraine ("migraines") and inflammation ("inflammation"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal distension, abdominal pain lower, infection, migraine and inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device dislocation, genital haemorrhage, infection, inflammation, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.